Event description:
It was reported during the patient's visit, constant high ventricular rate episodes were observed. Programming changes were made, but the patient returned to the clinic and one more episode of high ventricular rate was observed. Technical service was contacted and additional programming changes were made. The patient will be monitored.

Manufacturer narrative:
(B)(4).